Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited failure to capture and high pacing impedance. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.